Event description:
It was reported that a user experienced a high blood glucose after morning exercise while using the ilet system with a contact detach infusion set on the left upper abdomen and an fsl3+ cgm, with the highest cgm reading of 212 mg/dl and a confirmatory glucometer value of 228 mg/dl; the user noted air bubbles in the tubing near the adaptor, remained connected during exercise, had not eaten, and observed the glucose trending down during the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information on the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.